Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed a circumferential and longitudinal balloon burst. No pieces of the balloon material were missing. Functional testing could not be performed due to the nature of the complaint and the condition of the returned device. Dimensional analysis of the single wall thickness of the inflation balloon near the observed burst was performed. The balloon wall thickness was within specification. The technical summary also outlines the extensive manufacturing mitigations (which are currently still in place) to prevent this type of malfunction (100% visual and dimensional inspections, 100% leak testing, and balloon burst testing on a sampling basis during product verification (pv) testing that occurs with every manufactured lot). Transcatheter delivery balloon burst complaints have been previously investigated by edwards and as documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaint was confirmed based, but no manufacturing non-conformities were found in the returned device. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event; and it details why balloons are subject to increased risk of burst in a calcified annulus the burst occurred during balloon inflation to deploy the sapien 3 valve, placing the balloon in the annulus during the burst. Per complaint description ¿it was perceived that the calcification in the stj contributed to the balloon rupture¿. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition to the procedure itself, patient factors (valvular calcification, stj calcification) likely contributed to the balloon burst during the deployment of the sapien 3 valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a transfemoral tavr procedure, during the inflation of a 26mm sapien 3 valve, the commander delivery system balloon ruptured. The delivery system was withdrawn without issues. No injuries to the patient were reported. At the time of the report, the patient was in stable condition. The valve remains implanted in the patient. Information regarding the native annular diameter was not provided. Valvular calcification and stj calcification were reported. It was perceived that the calcification in the stj contributed to the balloon rupture.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.